Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that that their symptoms were worse at night and they were drenched during the night. Patient mentioned that they wear a regular pad and an extra pad that they sleep on that gets wet sometimes too and they also wear a pair that they got online that was supposed to help the leaky but they go through that too. Patient stated that they had already tried to increase the therapy but they were feeling a shocking sensation when they increase it, they were feeling a mild kind of shock. Agent reviewed with the patient that they should be feeling a tingling sensation like a vibration but not a shocking. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep). The patient rep stated that the ins was not working. Caller stated they knew how to make adjustments. Agent reviewed role of patient services. Caller stated patient doesn't get the urge at night and they were wetting at night. Reviewed therapy adjustment options. Reviewed stimulation expectations. Caller will continue making therapy adjustments as needed. Redirected to hcp if issue persists. Caller also mentioned patient had same issue with old ins and old ins was replaced because it had low battery.